Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the pump history indicated that the last basal delivery was on (B)(6) 2014 at 9:59 pm; the data from the reported event date of (B)(6) 2012 was overwritten due to continued pump use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the patient contacted animas for assistance in clearing an alarm, and during the call the patient became unresponsive. The patient's blood glucose (bg) at the time of the call to animas customer support was reportedly 281 mg/dl. Customer technical support (cts) was reviewing the pump settings and history with the patient at the time of the incident. During the call the patient was having difficulty understanding instructions and became unresponsive, and cts contacted 911. Cts remained on the phone and could hear that emergency personnel had arrived at the patient's home and administered a shot and then was feeding the patient. Cts could hear the patient speaking, however cts ended the call after no one picked up the phone to speak with cts after several minutes. A review of the pump history indicated that the patient had bolused 2.75 units via ezcarb at 6:36pm on (B)(6) 2012, and 3.0 units also using the ezcarb feature at 7:50 pm on (B)(6) 2012. Cts was unsure if the patient consumed any food after bolusing. Cts made several attempts to follow up with the patient to complete troubleshooting, without success. The pump is not being returned at this time and there has been no further reported incident. This complaint is being reported because the patient reportedly experienced hypoglycemia while using insulin pump therapy, with undetermined use error possibly related to double bolusing.